Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental report will be sent. Ref#: (B)(4).

Event description:
Report 2 of 5. Received from (B)(6) stating that the device has a "cosmetic defect" issue. The device was unk if it was being used during surgery. It is unk if there was any injury or medical intervention which occurred. The date of event is unk. There was no additional info provided.